Event description:
The customer reported that back in april, a ventilator power cycled while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The customer was later able to recreate the issue in his biomed shop when attempting to perform a battery test; it was reported the unit powered off and back on. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that while troubleshooting, it was found that if the battery cable on battery was flexed, the unit would power down when not on alternate current (ac). Additionally, when on ac, the unit would show battery with red "x". Showing battery currently not connected to unit. The customer then swaps batteries and see if the issue was with battery. It was discovered that the issue was with the harness cable, therefore, the customer replaced the harness power cable. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The visual inspection of the customer returned power cable harness assembly revealed a black wire in the battery harness was not captured in the shell. When reinserted into the shell, this wire was not captured correctly. Examination reveals that the barbs on the pin were damaged. Otherwise, no anomalies noted. All other wire-socket attachments appear to be well crimped and reliably captured in connector shells. Additionally, the wires do not appear to be loose when pulled and manipulated with reasonable force. A failure investigation (fi) technician installed the power cable harness assembly into a fi ventilator to duplicate the reported issue of unit power cycled while on a patient. The fi technician identified the unit power cycled while on a patient was caused by physical damage to the battery ground wire pin.